Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the crack on the reservoir. Customer's blood glucose level was unknown at the time of the incident. Customer stated no damaged to the drive support cap. The device will be returned for analysis.